Event description:
The customer reported the ventilator went vent inop, and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support of the patient. The respironics service technician verified the reported problem. The service technician replaced the exhalation flow sensor. Performance verification testing and extended self testing (est) was performed on the ventilator, and all tests passed per operating specifications.